Manufacturer narrative:
Date of the event: (B)(6) 2019 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp)via manufacture representative (rep) regarding a patient who was implanted with an implantable neuro stimulator (ins). It was reported that patient got ins replacement a week ago and was getting oor message on the patient programmer (pp). The health care professional (hcp) saw the patient today and they cleared the oor message, impedance check is good per hcp, however battery is down to 2.86 volts. It was reviewed with the rep that there was likely a short that was not detected during impedance test. It was suggested for the rep to test impedance again at various head positions and palpate along to system to see if any sensation can be detected. It was noted that hcp will check the patient's system again. On april 24th, additional information was received from a manufacturer representative (rep) stating the cause of the battery drop had not been determined. The hcp will continue to monitor closely. No symptoms were reported. No further patient complications were reported/ anticipated as a result of this event.